Manufacturer narrative:
H6: impact code of imaging required added h6: evaluation code of analysis of production records added b3: event date estimated based on reported timeline that event occurred sometime after 1 year and 3 months post implant.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Post procedure, the patient was placed on eliquis. At the 45-day follow up, the patient was placed on plavix and aspirin, then later transitioned to two aspirin. At the one-year follow up, transesophageal echocardiogram was performed which revealed a thrombus on the button of the closure device. The thrombus was a long, mobile echo density measuring 1.6mm on the threaded insert. The patient was placed back on eliquis 5mg twice daily and aspirin 81mg for three months then returned for repeat imaging where computed tomography (CT) scan showed the thrombus had disappeared. The patient continued on eliquis and at a later date had a repeat CT scan which showed a new thrombus had formed on top of the closure device. The patient remained on blood thinning medication.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted. Post procedure, the patient was placed on eliquis. At the 45-day follow up, the patient was placed on plavix and aspirin, then later transitioned to two aspirin. At the one-year follow up, transesophageal echocardiogram was performed which revealed a thrombus on the button of the closure device. The thrombus was a long, mobile echo density measuring 1.6mm on the threaded insert. The patient was placed back on eliquis 5mg twice daily and aspirin 81mg for three months then returned for repeat imaging where computed tomography (CT) scan showed the thrombus had disappeared. The patient continued on eliquis and at a later date had a repeat CT scan which showed a new thrombus had formed on top of the closure device. The patient remained on blood thinning medication.

Manufacturer narrative:
B3: event date estimated based on reported timeline that event occurred sometime after 1 year and 3 months post implant.